Event description:
It was reported, that the patient had been hospitalized with diabetic ketoacidosis (dka). The patient's blood glucose levels reached 600 mg/dl. The patient was also diagnosed with a uti (urinary tract infection). The patient was having issues turning on the pdm (personal diabetes manager), and did not have a way of giving insulin causing blood glucose levels to rise. The patient was treated with lantus, short acting insulin and IV (intravenous) fluids. The patient was released 7 days later.

Manufacturer narrative:
According to the complainant, the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. No lot release records were reviewed, as the product lot number was not provided.